Event description:
Complainant alleged that the medics were responding to a call for a pt who was in a cardiac arrest condition. The unit was powered-up in the ambulance under battery power and was then brought into the pt's home. Upon entering the pt's home the device was switched to ac mode. The medics then attempted to analyze the pt's heart rhythm with the device in manual mode, but the device failed to analyze the pt's heart rhythm. The medics then obtained their backup unit and successfully treated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the facility's biomed engineering dept was unable to duplicate the reported problem with the device.